Event description:
A surgeon was performing a bifrontal scalp incision with right frontal craniotomy. A new single use battery pack for the battery powered screwdriver ran out of power after only a few holes were drilled into the skull bone flap. The charge of the battery was inadequate for the length of this procedure. The surgical staff did not place a back-up single use battery pack in the operating room and then staff was unable to locate one within the department. The surgeon was required to handscrew while a reuseable battery was flash sterilized. (The procedure entailed using 8 plates and 32 screws.) No adverse outcome to patient.